Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, diagnostic imaging was performed and the right ventricular lead was noted to be dislodged which resulted in low sensing and pacing lead impedance (pli) values. The lead was repositioned to resolve the event and the patient was stable with no consequences.